Manufacturer narrative:
(B)(4). Date sent 7/24/2024. D4 batch # 787c89. H6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Patient is good. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Surgeon must perform ileostomy to protect anastomosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the proximal or distal donut not satisfactory? What purse string technique was used? Where both donuts incomplete? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure after firing cdh29b, surgeon check donut and found it was not good, so that he must reinforce by suture the surgery was delayed 10 minutes.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 corrected data d4: UDI# additional information was requested, and the following was obtained: was the proximal or distal donut not satisfactory? --> yes what purse string technique was used? --> to prevent anstomosis leak where both donuts incomplete? --> both proximal and distal what were the indications for surgery? --> rectal cancer what surgical procedure was performed? --> lar did the patient receive any preoperative chemotherapy or radiation? --> yes were there any issues experienced with the device in the initial surgical procedure? --> n/a what healthcare professional fired the device and what is his/her experience with the device? --> colorectal surgeon. He is familiar with our device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? --> low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? --> yes was the device difficult to close? --> n/a was the device difficult to fire? --> yes how may counter-clockwise revolutions of the adjusting knob were used to open the device? --> 2 did the healthcare professional receive audible & tactile feedback when firing the device? --> yes were the donuts inspected? If so, please describe. --> no information was a complete transection of the white breakaway washer visually confirmed? --> yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. --> no information what is the current status of the patient? --> discharged from hospital does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? --> n/a photo analysis: during the visual analysis, the following was observed: the first and second photos show a device from top view with the anvil partially exposed and the anvil half washer was noted in the anvil. Also, the safety was noted disengaged. The third photo shows two tissues pieces. Please note instruction for use: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.